Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that after wearing her adc freestyle libre sensor for 3 days, the sensor provided a result of 'lo' (reading less than 40 mg/dl) due to it detaching. Customer's mother gave the customer orange juice and drove her to the ER on (B)(6) 2018 due to the patient's reported symptoms of headaches, shakiness, and dizziness. At the ER the patient reported receiving a blood glucose reading of 230 mg/dl on an unknown device and being treated with intravenous fluids for dehydration and intravenous zofran for nausea. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification.  (Dhrs) (device history review) for the fs libre sensor kit was reviewed and the fs libre sensor kit passed all tests prior to release.  All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.   If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported that after wearing her adc freestyle libre sensor for 3 days, the sensor provided a result of 'lo' (reading less than 40 mg/dl) due to it detaching. Customer's mother gave the customer orange juice and drove her to the ER on 24-jul-18 due to the patient's reported symptoms of headaches, shakiness, and dizziness. At the ER the patient reported receiving a blood glucose reading of 230 mg/dl on an unknown device and being treated with intravenous fluids for dehydration and intravenous zofran for nausea. There was no report of death, serious injury, or mistreatment associated with this event.